Event description:
Same case as MFR# 2134265-2008-00177. It was reported that during a bilateral iliac stenting procedure, a stent dislodgement and stent damage occurred. The non-calcified lesions were located in the 70% stenosed right iliac artery and the 70% stenosed left iliac artery. It was noted that there was a 90 degree bend at the bifurcation of left common iliac artery (lcia) and distal abdominal aorta. Access was obtained via the left femoral artery, however, the physician did not employ a sheath. An unspecified balloon catheter was advanced for pre-dilatation to the distal lcia, inflated once to nominal pressure, and an express biliary ld 9mm x 25mm stent was successfully implanted without incident. Upon attempting to advance the express biliary ld 9mm x 30mm stent delivery system to the right iliac artery, the stent caught on the previously placed stent and became loose. The physician attempted to withdraw the stent, however, the stent again became caught on the previously placed stent, damaging the previously placed stent and dislodging the stent in the distal aorta. The physician made multiple attempts to retrieve the dislodged stent with a gooseneck snare and, at one point, was able to grab the stent, however, the stent was unable to be withdrawn through the previously placed stent. An unspecified 10mm x 35mm stent and an unspecified 10mm x 37mm stent were advanced and successfully deployed to secure the dislodge stent against the wall of the distal aorta. It was reported that the procedure had entered its 7th hour, therefore, no further attempts were made to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine". It was further reported that the physician planned to perform the right iliac stenting during a second procedure.

Manufacturer narrative:
The complainant indicated that the device remains inside the patient and the delivery device was disposed at the user facility; therefore, a failure analysis of the complainant device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.